Event description:
It was reported to philips that the device had a faulty ac module (005790 d0511c) that would make a humming noise when the unit was powered on. There was no reported patient involvement or adverse patient/user impact as a result of the alleged failure.